Event description:
It was reported that the patient had a fractured lead. A pace/sense lead was added. Five years later during a device replacement procedure for elective replacement indicator, the patient's blood pressure dropped and the superior vena cava was torn resulting in open heart surgery. The system was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).